Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in the ICU. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).

Manufacturer narrative:
The technician found the side rail latch assembly was dirty and sticky. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician cleaned and lubricated the latch assembly to resolve the issue. Based on this info, no further action is required.